Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. (Concomitant device(s): 300-01-17, equinoxe humeral stem primary press fit 17mm, 320-10-00, equinoxe reverse tray adapter plate tray +0, 320-01-38, equinoxe reverse 38mm glenosphere, 320-15-01, eq rev glenoid plate.

Event description:
Approximately 9 years postoperative the initial implant, this deep infection. Patient had a car accident (B)(6) /2019. 5 days later, the patient presented to ortho service febrile, cultures of purulence taken showed infection. The patient¿s r shoulder was revised with explant of existing hardware, irrigation and debridement of bone, muscle, and soft tissue and had a inter-space device placed in the shoulder. The patient was discharged after 15 days postop. The case report form indicates this event is definitely related to devices and procedure. This event report was received through clinical data collection activities. There is no patient demographics available, patient chose to not remain in the study due to personal reasons unrelated to the study/devices.